Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that no sensing and high capture threshold were observed. X-ray revealed the lead had dislodged. Lead was explanted and replaced when repositioning was unsuccessful. Patient condition was good during and after the event.